Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2014 the catheter was placed into the right radial artery of a (B)(6)patient in the operating room post-operative bowel surgery. The patient was then transferred to the cctc and the catheter was positional upon arrival from the operating room. On (B)(6) 2014 at 2330 hours. They were not able to obtain any blood draws and there was a dampened waveform. As a result, the catheter was removed and a new one was placed successfully. There was no delay in treatment and no patient death or complications were reported. It was noted the patient's temperature was 38.5.